Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose and high blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer treated low blood glucose level with food. It was unknown if customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.